Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer has been experiencing high blood glucose readings and has been throwing up. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. A no delivery alarm was noted in the alarm history. A bent cannula was also noted. The high pressure test was performed and passed. Customer also stated that the insulin pump alarmed once with nothing on the screen. Customer's blood glucose reading at the time of the call was 33.3 mmol/l and has been treating with a bolus and a manual injection. Nothing further was reported.